Event description:
Same case as: 2134265-2015-05069. It was reported that burr stuck on wire occurred. The 90% stenosed target lesion was located in a severely calcified target vessel. A 330cm rotawire and 1.50mm rotalink¿ plus were selected for use for a rotablation procedure. During the removal of the rota burr following ablation, the rotawire that was positioned in left anterior descending artery (lad) moved and entered into septal. While the rota burr was being removed from the patient, it was noted that the rota wire was detached at the radiopaque section. Furthermore, it was observed that the burr was unable to be removed from the rota wire. Therefore, the whole system was removed from the patient. After removal of the devices, it was revealed that the rotawire can be removed from the rota burr. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR. The complaint unit was returned connected together. No guidewire was returned to site with the rotablator plus unit. A visual examination of the complaint unit was carried out and no issues were noted. The handshake connection was inspected and no damage was noted. A test guidewire was loaded onto the rotablator plus unit without any issues. The burr was microscopically examined and it was noted that the annulus was damaged/blocked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-05069. It was reported that burr stuck on wire occurred. The 90% stenosed target lesion was located in a severely calcified target vessel. A 330cm rotawire and 1.50mm rotalink¿ plus were selected for use for a rotablation procedure. During the removal of the rota burr following ablation, the rotawire that was positioned in left anterior descending artery (lad) moved and entered into septal. While the rota burr was being removed from the patient, it was noted that the rota wire was detached at the radiopaque section. Furthermore, it was observed that the burr was unable to be removed from the rota wire. Therefore, the whole system was removed from the patient. After removal of the devices, it was revealed that the rotawire can be removed from the rota burr. There were no patient complications reported and the patient's status was good.